Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gushes of blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), tremor ("unexplained tremors"), pyrexia ("fever"), pilonidal cyst ("cysts bursting awful painful I¿ve had 3 different time,"), pain ("pain nos/body aches"), rash ("rashes everywhere"), pruritus ("I am itchy everywhere"), insomnia ("can't sleep"), anxiety ("anxiety"), libido decreased ("low sex drive"), depression ("depressed"), fatigue ("tired all the time"), arthralgia ("pain in all my joints"), headache ("headaches") and restless legs syndrome ("restless leg") and was found to have weight increased ("I gained weight "). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the genital haemorrhage, tremor, pyrexia, pilonidal cyst, pain, rash, pruritus, insomnia, anxiety, libido decreased, depression, fatigue, arthralgia and headache outcome was unknown, the weight increased had not resolved and the restless legs syndrome had resolved. The reporter considered anxiety, arthralgia, depression, fatigue, genital haemorrhage, headache, insomnia, libido decreased, pain, pilonidal cyst, pruritus, pyrexia, rash, restless legs syndrome, tremor and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : weight increased, rash, pruritus, insomnia, anxiety, libido decreased, depression, fatigue, arthralgia, headaches, social media received. Reporter information added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information were added. Event : I gained weight, rashes everywhere, I am itchy everywhere, can't sleep, anxiety, low sex drive, depressed, tired all the time, pain in all my joints, headaches were added. On 23-mar-2020: social media received. Reporter information added. Event : restless legs added. On 23-mar-2020: social media received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gushes of blood') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), tremor ("unexplained tremors"), pyrexia ("fever"), pilonidal cyst ("cysts bursting awful painful I¿ve had 3 different time,") and pain ("pain nos"). The patient was treated with surgery (removal of essure). Essure treatment was not changed. At the time of the report, the genital haemorrhage, tremor, pyrexia, pilonidal cyst and pain outcome was unknown. The reporter considered genital haemorrhage, pain, pilonidal cyst, pyrexia and tremor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information were added. This case become serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.